Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer reloaded the cartridge and the fill estimate became accurate. In addition, it was reported that the an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support. Reportedly, the customer changed pump supplies to resolve the reported occlusion. Customer's blood glucose level was 349 mg/dl.